Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'does not detect upstream occlusion' was not reproduced. The device was tested with initial flowline test for upstream occlusion was passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through casualty. The cause of the condition was determined to be an out-of-range ultrasonic sensor reading. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to detect upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.